Event description:
It was reported that the procedure was to treat a total occlusion in the mid right coronary artery. Both rx trek balloons ruptured during first full inflation, below rated burst pressure. There was no reported resistance advancing or removing the catheters. Both devices were prepped prior to use, per the instructions for use. A new same size rx trek was used without issue, followed by stenting with a xience v. Patient outcome was good. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional rx trek is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek balloon catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with a leak while in the patient anatomy. The balloon was separated at the distal seal and was stretched and prolapsed over the tip. The fracture face was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was stretched at the proximal seal distally for a length of 2 mm. There was a 1 mm tear in the guide wire exit notch. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. The shaft was twisted and wrinkled 11 cm distal to the guide wire exit notch. In this case, it is likely that the separation was what was meant to be reported from the account as what was perceived as a balloon rupture. Factors that can contribute to shaft separations include, but are not limited to, manufacturing, handling during preparation, product placement technique, fracture/kinked shaft, or weak seals. To ensure this is not a result of a manufacturing deficiency, all products are visually inspected for damage during the manufacturing process, including at the point the product is placed in the coil dispenser. In this case, it is possible there was resistance between the catheter and the totally occluded lesion, requiring manipulation of the device, and resulting in the shaft stretching and the balloon separating at the distal seal as damage of this type is indicative of force applied as resistance is encountered during retraction; however this could not be confirmed. Additionally handling during packing for return analysis may have contributed to the noted twisting of the shaft. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency.